Event description:
It was reported that (1) device was used during a laparoscopic bowel procedure. It was reported by the rep that the lcsc5 emitted a continuous tone and could not be restarted by any means. Another lcsc5 device was used to complete the case. There was no consequence to the pt.